Manufacturer narrative:
The device was returned to smiths medical. Based on the leak test results, the reported nonconformance is confirmed. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as supplier . DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that during the pre-use check, leakage of medical fluid was observed. Also, the connector was found damaged. No patient injury was reported.